Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficulty removing the clip from anatomy could not be determined. The reported tissue injury appears to be a cascading event of the difficulty removing the clip from anatomy. Additionally, the reported patient effect of tissue damage is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a mitraclip ntw that was difficult to remove from the chordae, resulting in tissue damage. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), a dilated left atrium, vessel tortuosity, small and restricted posterior leaflet, and mitral annular calcification (mac). The gradient baseline was 4.0 mmhg. During the mitraclip procedure with an ntw, the gradient had increased to 8.0 mmhg at various positions. The clip was not implanted and returned to baseline after removal. There were no adverse patient effects caused by the brief elevated gradient. During the procedure, the ntw interacted with chordae, the device was able to be removed with standard troubleshooting maneuvers. Flail chordae on the posterior leaflet was noted after clip removal. In the physician's opinion the device was responsible for the chordal damage. The mr remained at 4+. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.